Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log found the device shows the 44510 error. Functional testing was not performed. The investigation determined the cause of the issue was a defective printed wire assembly (pwa).

Event description:
It was reported that the pump goes in alarm. The event took place during compounding, there was patient involvement, and there was no harm/adverse event reported. The problem was fixed by replacing the pump.